Event description:
It was reported patient experienced discomfort at the ipg site and ineffective stimulation with the scs system. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.